Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, upon anastamotic suture, the suture was breaking/needle detaching. Suture snapped after being implanted resulted in post-operation bleeding that required return to theatre. There was unanticipated tissue loss, tissue damage, blood loss of at least one(1) liter, and the surgical time was extended for more than 30 minutes. The event also lead to extended patient hospitalization.